Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that plastic pieces on the cable chain were damaged. To restore functionality, the plastic pieces were replaced along with the push-pull cable of the imaging system. The imaging system then passed the system checkout and was found to be fully functional. The gantry cable chain was returned to the manufacturer for evaluation. However, results are not available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, a popping noise was heard emitting from the gantry. It was reported that the site continued the procedure with the imaging system and that the cable track was worn. It was later reported that the site was unable to perform a confirmation image acquisition, however navigation acquisitions could be performed. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The analysis of the gantry cable chain was completed by medtronic personnel. Analysis found that three main links were missing. If information is provided in the future, a supplemental report will be issued.